Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Device was exposed to high magnetic field. Customer's blood glucose was unknown. Device alarmed a motor position encoder error alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor position encoder error alarm in the alarm history due to an over written history file. Unable to perform the displacement test due to the motor error alarm. The pump had a cracked case at the display window corner and minor scratches on the lcd window.